Event description:
It was reported via e-mail the buttons on the insulin pump were unresponsive and were getting stuck. The device also had cosmetic damage. Customer's blood glucose was unknown. When priming the insulin pump instead of it going to fixed prime the device would rewind. Customer declined replacement device as he didn't think there was a serious issues. Follow up call was made to customer and was advised the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.